Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the IV tubing was connected into another line at the injection port below the pump and infusing zosyn. The rn disconnected it and moved it to the injection port closest to the patient. Then the patient called out to the rn because there was blood backing up and the tubing had come apart. The rn clamped the line and noted the tubing separated and leaked. There was no patient harm.

Manufacturer narrative:
The customer¿s report of a tubing separation was confirmed. Visual inspection of the set noted a separation at the engagement between the tubing and distal luer components. Further inspection of the separated tubing end revealed insufficient solvent applied. No obvious damages or any issues were observed on the rest of the set. No functional testing was deemed necessary due to the obvious damage. The root cause was identified as insufficient solvent being applied at the engagement of the tubing.